Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker hip.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that the patient has pain in groin area, has pain when walking, and left leg gets numb. The patient also stated that ever since surgery he has fallen multiple times.